Event description:
The patient stated she changed her insulin cartridge and infusion set on 1/20/07 and woke up on 1/21/07 with blood glucose of 510 mg/dl. She changed her infusion site and bolused 25 units before breakfast. No symptoms of high blood glucose were reported. The patient was advised to disconnect from her infusion tubing and to perform a 5 unit bolus. Insulin dripped from the end of the infusion tubing. Upon follow up, the patient stated her blood glucose is normal and everything is "working just fine." The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Codes : no product will be returned for evaluation